Event description:
After being baselined during the initial visit, the pt could not get a heart rate when pressing the response buttons on the alarm module. Information downloaded from the pt's monitor suggested right ECG falloff. The nurse was asked to evaluate its placement. When all attempts failed the nurse was instructed to assign another electrode belt. The pt's heart reate displayed on the first attempt.